Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (damaged cap and case) issue. The reporter alleged that the battery compartment and battery cap were damaged. It was noted that the battery cap was not able to be secured to the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 ¿ device evaluation: the pump has been returned and evaluated by product analysis on 07/01/2015 with the following findings: visual inspection revealed that the battery compartment was cracked around the threads. The returned battery cap was not able to be secured to the returned pump. The returned battery cap was able to be secured to a test pump with no issues. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.